Event description:
It was reported the pt observed a low battery warning on the system's pt programmer which appeared to be due to passivation. Sjm rep was able to clear the battery flag. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.